Manufacturer narrative:
Results: a sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Although we are unable to duplicate this single complaint due to the unavailability of customer samples, bd is aware of complaints for no/partial needle retraction. CAPA (B)(4) has been opened to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. A DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans.

Event description:
It was reported that while using a 23 g x .75 in. Bd vacutainer® push button blood collection set the needle did not fully retract. No injury or medical intervention occurred.